Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer was advised to check all fittings, tubes, connections as well as trying a different blower. The customer replaced the side cover o-ring which resolved the issue. The device was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed leak testing. There was no patient involvement.